Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been corrected and provided in h10 section of this report.

Event description:
Information received by medtronic indicated that the insulin pump blinks and make sounds and did not responded. Customer stated that there was crack on the right side on the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Sw unknown. Retainer ring = black. Customer returned pump for an alleged pump blinks and makes sounds and not responding, also a crack on the right side of the pump. Pump was received stuck on flashing medtronic logo with an audio beep and vibrate alert. Unable to perform the displacement test, sleep current test, active current test and self-test due to stuck on flashing medtronic logo with an audio beep and vibrate alert. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿the original pcba 2 was cleaned and installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep and vibrate alert noted. The original pcba1 was cleaned and installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo with an audio beep and vibrate alert noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing. The pump passed the self-test and no stuck-on flashing medtronic logo with an audio beep and vibrate alert noted. Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed due to corrosion on the pcba 2.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube thread and cracked case corner of the belt clip rails near the battery compartment. Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed due to corrosion on the pcba 2. Pump exposed to moisture confirmed. Confirmed cosmetic damage. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.